Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 1:30am at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 97mg/dl. A normal result for the end-user around that time of day is usually around 120mg/dl. About 10 minutes after testing with the prodigy meter the end-user passed out on the floor and paramedics were called.. There was no food, drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived in approximately 10 minutes, tested the end-users blood glucose with their meter, and received a result of 36mg/dl. The paramedics also tested the end-user blood glucose with his prodigy meter and received a result of 315mg/dl. Caller stated that there was about 20 minutes between the first blood glucose test and the paramedics test. The end-user is on a sliding scale and it is as follows: 30 units at night/ 25-30 units in the daytime. The paramedics gave the end-user a glucose solution to raise his blood sugar. The end-user was not transported to the hospital. The end user does not recall what his blood glucose was when the paramedics left. No additional information was provided.